Event description:
It was reported in 2007, that during a stent assisted aneurysm embolization coiling procedure of the ophthalmic segment of the right carotid artery (aneurysm size 11mm x 12mm x 8mm, on right posterior curve), a stent and six coils were successfully placed without issue. While placing the seventh and final coil, the last spiral of this coil fell through the stent mesh and into the artery requiring maneuvering "...to remove that spiral exclusively." While trying to remove the coil, it "...detached at the welding. It was not possible to recapture it. One of the last two spirals remained under the stent..." With approximately 5mm of the coil remaining in the ophthalmic portion of the carotid. It was reported that the procedure was successful. The patient suffered no complications resulting from the procedure and is recovering from the procedure. Based on additional information received on june 28, 2007, it was determined that the device issue could be more related to coil placement and not sizing. Also, there was no attempted maneuver to exclusively remove the coil.